Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d10, g4, g7, h2, h3, h6, h8, h10. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to (B)(6)2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action (CAPA) ca-04038 implemented a serial number logbook to correct this issue. On (B)(6)2020 , it was reported that the dermatome did not cut skin properly during surgery. The doctor was not happy with the way dermatome cut the skin. The customer returned an air dermatome device, serial number (B)(6) , for evaluation. The customer also returned a hose and 1/2/3/4 width plates, for evaluation. Product review of the air dermatome on (B)(6)2020 revealed that the calibration was out of specifications at the zero setting only. The motor speed was erratic and unable to be measured and the control bar was in the correct position. The reciprocating arm was damaged and needed replaced. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6)2020 which included replacement of the spring, ball bearings, planetary carrier, spring seal, internal retaining ring, reciprocating arm, motor sleeve, motor, nut bearing lock, external retaining ring, dowel pins, wave washer, planetary gears, washers, vespel bearings, and semi-circle bearings. Air dermatome, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the air dermatome was not running properly due to a malfunctioning motor, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the spring, ball bearings, planetary carrier, spring seal, internal retaining ring, reciprocating arm, motor sleeve, motor, nut bearing lock, external retaining ring, dowel pins, wave washer, planetary gears, washers, vespel bearings, and semi-circle bearings were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the dermatome did not cut skin properly during surgery. The doctor was not happy with the way dermatome did not cut the skin correctly. Customer indicated that an additional graft was required, taken with a different dermatome. No further patient consequences were reported.